Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The specific breach in aseptic technique was not further identified; however, it was additionally reported that the patient ate something which led to peritonitis. The event was manifested by abdominal pain, diarrhea, stomachache, and cloudy effluent ¿with floccule¿. Eleven days after the manifestations of symptoms, the patient was hospitalized and diagnosed with peritonitis. On an unknown date, the patient started treatment with unspecified injected antibiotics (drug names, doses, routes, frequencies, and durations not reported) and intraperitoneal (also reported as ¿dwell¿) levofloxacin (dose, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing; however, the dose was changed. At the time of this report, the patient remained hospitalized and still had abdominal pain and an unrelated medical condition. The patient¿s recovery status and outcome of the event were not reported. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.